Event description:
It was reported the pt did not have stimulation coverage in her low back area where it was wanted, and had unwanted stimulation in the feet. The sjm representative met with the pt for reprogramming. It was reported the reprogramming was able to cover most of the pain pattern, however, the low back area coverage was not achieved. It was reported the pt was satisfied with the current stimulation, and no intervention was planned.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.